Event description:
It was reported that this deep brain stimulation (dbs) device was replaced as the implantable pulse generator (ipg) depleted earlier than anticipated. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the hospital and will not be returned for analysis. Postoperatively, the patient was doing very well and received adequate stimulation. Electrocautery was used.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <nhl, pjs>. B3: estimated based on the gfe response from the sales representative, as the issue had been ongoing for several weeks prior.